Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurement. The physician requested additional analysis of device data for which boston scientific technical services (ts) confirmed the out-of-range measurements; sensing amplitudes and shock impedance measurements were within normal limits and stable. No adverse patient effects were reported. This system remains in service.